Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call customer was hospitalized due to hyperglycemia on unknown date. Customer was in hospital for a week. Customer's blood glucose value was unknown. Costumer stated that the insulin pump received post-reset ram crc alarm. Customer was able to clear the alarm and insulin pump also pass in self test. Insulin pump will not be returned for analysis.